Event description:
Test correlation failure with multi-site donors-2 hits scenario. "An FDA "reportable" event has occurred due to this software problem. Reporter attached detailed description of the case found. Description: test results correlation rules are set-up by the health professional org. In order to perform test results comparison and to apply user definable rules. In a very specific and exceptional case as described into the evaluation summary, the test result correlations were not executed properly. As a consequence, the decision tree applied at blood product release stage did not work properly.